Event description:
This spontaneous report was received on (B)(6) 2014 from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, consumer started using k-y warming jelly (dose, frequency, lot number and expiration date unspecified) for warming and k-y unspecified (dose, frequency, lot number and expiration date unspecified) for lubrication both used vaginally. Consumer reported that she had been using the device over 3 years and was unable to conceive. Due to her conception issue, she searched on the internet for lubricants and conception and she found a number of research and reports about the same. No further information on exact details was provided. It was further mentioned that the consumer had consulted a number of physicians and had undergone unspecified number of treatments. The reporter also stated that the devices should have a warning stating that it significantly decreases sperm motility. The action taken with both the devices and the outcome of event was unknown. This report was assessed as serious (medically significant) and the company causality was assessed as related.

Manufacturer narrative:
The date of this submission is 02-may-2014. This is follow up submission for the first product in this case. The manufacturer report number for this submission is 2214133-2014-00005. The manufacturer report number for the second product in this case is 2214133-2014-00006. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 06-mar-2014 from a (B)(6) female consumer reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, consumer started using k-y warming jelly (dose, frequency, lot number and expiration date unspecified) for warming and k-y unspecified (dose, frequency, lot number and expiration date unspecified) for lubrication both used vaginally. Consumer reported that she had been using the device over 3 years and was unable to conceive. Due to her conception issue, she searched on the internet for lubricants and conception and she found a number of research and reports about the same. No further information on exact details was provided. It was further mentioned that the consumer had consulted a number of physicians and had undergone unspecified number of treatments. The reporter also stated that the devices should have a warning stating that it significantly decreases sperm motility. The action taken with both the devices and the outcome of event was unknown. This report was assessed as serious (medically significant) and the company causality was assessed as related. Additional information was received on 15-apr-2014: based on the information available, the devices were used as intended for treatment. Lot numbers were not reported for either device; therefore, further investigation cannot be performed. Based upon lack of a lot number and no unfavorable trends, the complaint cannot be confirmed and a root cause cannot be identified. No unfavorable trends were identified during the complaint investigation. Complaint trends will continue to be monitored. This report remains serious (medically significant).

Manufacturer narrative:
(B)(4). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 2214133-2014-00005. The manufacturer report number for the second product in this case is 2214133-2014-00006. This closes out this report unless other additional significant information is received.